Event description:
Customer reported that a malfunction occurred with their pump, displaying malf 1 and was not resettable. There was no adverse impact to the customer's blood glucose level. To address the issue, technical support arranged for a replacement pump. Customer was advised to use multiple daily injections as a backup therapy to ensure insulin delivery continued without interruption.